Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia after dinner with subsequent low glucose alerts around late evening despite different meal size selections, leading to a cycle of treatment and rebound to the upper end of normal before returning low; blood glucose was normal at the time of the call and the user reconnected to the ilet. Symptoms included hypoglycemia with low glucose alerts requiring oral glucose. Outcomes included troubleshooting and education and scheduling of training with a clinical resource. Investigation included customer interview and device use review. Investigation of this case revealed that the cause of the hypoglycemia remained unclear with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.